Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported the lead dislodged due to twiddlers syndrome. The lead was explanted and returned. The patient condition was stable after the event.